Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. The occlusion alarms were addressed by changing supplies or clearing the alarms. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 316 mg/dl.